Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported that a patient implanted since 2014 had developed a blooded abscess on the lead incision. The physician did not believe the abscess required any medical intervention. However, when the patient scratched at the affected area, the leads were inadvertently externalized. As a consequence, the nevro system was explanted. There have been no further reports of complications.

Manufacturer narrative:
The originally inputted date of event of (B)(6) 2018 was a typographical error. The correct date is (B)(6) 2018.